Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the cable connection between the z-pot and the set up joint (suj) harness was loose. The fse connected the cable and z-pot suj 3 was calibrated. The fse also found a broken suj cover and replaced it. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure (post-anesthesia), the customer contacted a technical support engineer (tse) and reported that arm 3 was not working. Prior to calling, the customer rebooted the system several times, but the issue persisted. The repositioning of the arm on the z-axis as well as adjusting its extension without any success. After recovering the 23702 fault, it returned immediately. The tse offered the customer to move the arm out of the operation field and to deactivate it to be able to use the system with three arms. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the customer reported that it was unknown if ports were placed before the problem was detected. System functionality was checked when the system was switched on and the system started up without errors. The was no patient injury as a result of the issue. The procedure was completed with 3 arms.